Event description:
It was reported that t:slim x2 pump battery would not charge and a power source alert appeared in pump history before issue resolved. There was no reported impact to the customer¿s blood glucose level. Customer changed charging cable and wall adapter, after which pump began charging, and technical support advised using only recommended charging supplies and arranged replacement charging equipment, with no further assistance required.